Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.

Manufacturer narrative:
510k section of g4 is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error 41100. There was no patient involvement.

Manufacturer narrative:
D9: device received on 5/26/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The probable cause of the report error is the low/undetected wifi module battery power. The rtc battery was checked and charged to fix the issue.